Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported the iabp displays electrical test fails code #52 on power up. The fse found saline damage to the iabp and replaced the front end board and the motor controller board. The iabp passed all calibration, functional and safety tests performed. The fse then returned the iabp to the customer, cleared for clinical use.

Event description:
The customer reported that saline was spilled on the intra-aortic balloon pump (iabp) and the iabp displayed electrical test fails code #52. This event occurred while the iabp was in use on a patient. No adverse event has been reported.